Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarm 19s while attempting to load 2 cartridges. The 3rd cartridge was successfully loaded. The customer's blood glucose was not impacted. The customer was to continue to use the pump to manage diabetes.